Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharps container." This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. 2. Severe allergic reactions or illness may result in patients who are allergic to materials used in bd¿ drain products." A device history record review could not be performed since no lot number was provided. No additional actions can be taken at this time. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was experiencing pressure sores from use of the hemovac reservoir. No medical intervention was reported. Per additional information received on 23july2025, it was reported that patient had tissue damage being caused by use of the hemovac. No medical intervention was reported.

Event description:
It was reported that patient was experiencing pressure sores from use of the hemovac reservoir. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.